Manufacturer narrative:
On december 22, 2021, the mentor analysis lab received the complaint device. The device evaluation was completed on dec 23, 2021 and is as follows: according to the information reported, the patient developed capsular contracture. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination.

Manufacturer narrative:
On november 30, 2021, mentor became aware that the patient has been scheduled for implant explantation surgery on (B)(6) 2021. In addition, the patient was also diagnosed with right breast implant deflation, which will be reported under mrn: 1645337-2021-13739. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient had undergone a bilateral breast augmentation revision surgery with implantation of two 405cc mentor memorygel xtra breast implant prostheses. Post-operatively, the patient observed that their left breast was higher than the right. After a physical examination, the hcp diagnosed the left breast with baker grade IV capsular contracture by an undisclosed methodology. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.